Event description:
The customer reported a false negative dat result on known very weak positive samples when using ahg anti-igg soldiscreen ii on tango infinity. They were interpreted by the instrument's software as negative but visually the sample was slightly positive. The customer has run the sample manually and they came up as a weak positive. The customer has tow tango infinity and states that both instruments show the issue. He states of the 3 false negative dats, 2 were due to abo and another was an actual anti-igg dat.this customer only runs dats on cord blood samples and used coombscell e as the positive control and the qc passed ok. The customer provided result images that show negative to intermediate reactions and the tango infinity is correctly calculating those as negative results. The last preventative maintenance was on april: 06, 2020. A field service engineer was on site and inspected the instrument. He also replaced the light source for the measurement chamber and verified washer. After performing adjustments, running qc and a stress test study the instrument was confirmed to operate within specifications. On may 08, 2020 the engineer was again on site and replaced again the light source. After realigning the system and running qc the customer still had concerns about dat. It was stated that the instrument is working within specifications. The engineer collected the files and ran qc and verified the instrument is working within specifications. Metrology qualification was performed with acceptable control results. Post adjustment camera setting values are within acceptable range. The customer said to send in the allegedly defective product for investigational testing. Our quality control laboratory is still waiting for the supposedly defective product and the patient samples that caused false negatives. Testing of the retention sample is ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are not in the position to provide a conclusive statement. From today's perspective we can say that the instrument is working within specifications. The root cause analysis is still ongoing.

Manufacturer narrative:
This follow-up report is sent to provide the correct product code in section d2. Our intital report stated the code as ksz when the correct code should have been qhs.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative dat result on known very weak positive samples when using ahg anti-igg soldiscreen ii on tango infinity. They were interpreted by the instrument's software as negative but visually the sample looked slightly positive. The customer has run the sample manually and they came up as a weak positive. The customer has two tango infinity and states that both instruments show the issue. He states of the 3 false negative dats, 2 were due to abo and another was an actual anti-igg dat. This customer only runs dats on cord blood samples and used coombscell e as the positive control and the qc passed ok. The customer provided result images that show negative to intermediate reactions and the tango infinity is correctly calculating those as negative results. The last preventative maintenance was on april: 06, 2020. A field service engineer was on site and inspected the instrument. He also replaced the light source for the measurement chamber and verified washer. After performing adjustments, running qc and a stress test study the instrument was confirmed to operate within specifications. On may 08, 2020 the engineer was again on site and replaced again the light source. After realigning the system and running qc the customer still had concerns about dat. It was stated that the instrument is working within specifications. The engineer collected the files and ran qc and verified the instrument is working within specifications. Metrology qualification was performed with acceptable control results. Post adjustment camera setting values are within acceptable range. The log files did not show any issue relevant abnormalities. Our field service engineer onsite did not find any issues the instrument related to performance. The dat assay giving false negatives is not an accurate statement as it is more patient specific. The issue started first when a tech validated a dat result as negative when it was a 1+ or maybe a +/-. Then found more than one of his techs was doing the same thing over a couple of months on some of the samples. The customer should not validate inaccurate results. Not all +/- and 1+ dat samples are having this issue. No other assay is having issues at all on either instrument. The customer thought that core blood samples are good for up to 3 months for testing. This could be contributing to the inaccurate result interpretation. The customer returned nine patient samples for investigation. At the time our quality control lab received the patient samples the supposedly defective product was expired. Therefore our quality control laboratory tested the patient samples with anti-human globulin (ahg) anti-igg lot 8940080-05 on tango infinity. Due to the gross hemolysis of the patient samples the reactions could not be evaluated, neither by tango infinity nor visually. Our qc lab tested their retention sample of the affected lot for potency and specificity including the direct antiglobulin test (dat) within its shelf life. The test for potency was done in parallel with a reference lot (lot 8940080-05). Both lots showed comparable results. All acceptance criteria were met. We did not observe any false negative result. Based on testing of our quality control laboratory there is no indication for a reagent malfunction. The retention sample reacted as expected, the complaint sample was not available for investigation. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. From instrument's perspective, based on current information, data and report from fses there is no indication for an instrument malfunction. The service engineer confirmed a proper function of the instrument. The reported problem is likely related to sample specificities.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative dat result on known very weak positive samples when using ahg anti-igg soldiscreen ii on tango infinity. They were interpreted by the instrument's software as negative but visually the sample was slightly positive. The customer has run the sample manually and they came up as a weak positive. The customer has tow tango infinity and states that both instruments show the issue. He states of the 3 false negative dats, 2 were due to abo and another was an actual anti-igg dat. This customer only runs dats on cord blood samples and used coombscell e as the positive control and the qc passed ok. The customer provided result images that show negative to intermediate reactions and the tango infinity is correctly calculating those as negative results. The last preventative maintenance was on april: 06, 2020. A field service engineer was on site and inspected the instrument. He also replaced the light source for the measurement chamber and verified washer. After performing adjustments, running qc and a stress test study the instrument was confirmed to operate within specifications. On may 08, 2020 the engineer was again on site and replaced again the light source. After realigning the system and running qc the customer still had concerns about dat. It was stated that the instrument is working within specifications. The engineer collected the files and ran qc and verified the instrument is working within specifications. Metrology qualification was performed with acceptable control results. Post adjustment camera setting values are within acceptable range. The customer said to send in the allegedly defective product for investigational testing. Our quality control laboratory is still waiting for the supposedly defective product and the patient samples that caused false negatives. Testing of the retention sample is ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are not in the position to provide a conclusive statement. From today's perspective we can say that the instrument is working within specifications. The root cause analysis is still ongoing.